Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley, between the grips, to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a small piece of plastic burned off at the tip of the maryland bipolar forceps (mbf) instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument and accessories were inspected prior to use and there was no damage noted. The instrument was inspected after use in the operating room (or). The customer stated that there was no arcing of electrical energy. The settings used on the generator were cut: 2 and coag: 2. The instrument was not removed from the arm at any time prior to the event. There was no report of a collision with any other instrument or tool during procedure. The instrument did not touch any staples, clips or sutures while energized. The jaws of the instrument did not immersed in liquid or contaminated by carbonized tissue (bio-debris) prior to activating the instrument. The wrist of the instrument was straightened during removal. The patient has not returned to the hospital due to experiencing any post-surgical complications. There was no damage to the conductor wire where the insulation was damaged.